Event description:
The hospital reported that during a coronary artery bypass procedure, five heartstring iii devices failed to load properly. Three of the seals did not fold properly in the loader and two remained inside the loader when the delivery device was removed from the loader. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question. Refer to MFR report # 2242352-2013-00607, 2242352-2013-01337, 2242352-2013-01338, and 2242352-2013-01340 for related reports.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance reported in the lot history. The customer has been offered an in-service training on the use of this device. (B)(4).